Manufacturer narrative:
The technician adjusted the brake position for left foot and right head casters to repair the bed.

Event description:
Information received indicates after the brake/steer pedal has been placed into the brake position, the bed still rolls.